Event description:
It was reported the balloon ruptured on the third inflation during a subclavian vein angioplasty procedure. Resistance was encountered during withdrawal of the balloon catheter through the introducer sheath and a portion of the balloon material detached and remained in the pt. Percutaneous retrieval of the detached balloon material utilizing a snare was successful and uneventful. The procedure was successfully completed with this unit. The pt's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineer's eval, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed, and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty, which has been associated with overpressurization or use in a calcified lesion. The co's follow up revealed resistance was encountered removing the balloon catheter through the introducer sheath. Co believes exertion against resistance may have contributed to this event. However, co is unable to determine an exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."